Event description:
Procedure type: sympathectomy. According to the reporter: pt wound site was burn (1cm). The minishear did not work and they increased the voltage to use it. The trocar's cannula became hot from the minishear's heat and it burned the skin under the pt's breast. The operating room time was extended over 30 minutes. Cosmetic surgery is planned to repair the burn tissue. The port was not visually broken.

Manufacturer narrative:
(B)(4).